Event description:
The customer reported that the pt had a left heart cath procedure on 11/9/98. The pt reported to the dr's office on 11/17/98 and was admitted to the hospital for evaluation of drainage from the right groin puncture site. The pt has a history of arthritis. The gram stain report showed few gram positive cocci, no wbc's. The wound culture had heavy growth of staphaureus and moderate growth of enterococcus faecalis. The pt was hospitalized for treatment. Pt given in antibiotics. Pt discharged on 11/20/98.